Event description:
It was reported within two weeks post implant, the right ventricular (rv) lead dislodged secondary to a perforation. During the revision procedure, the rv lead would not properly attach after being repositioned and when it was removed there was tissue found in the helix that could not be removed. It was also indicated the rv lead was punctured with a wire to regain venous access. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, tissue on helix and there was apparent explant damage.